Event description:
During a left atrial appendage closure, there was a blood clot found on the sheath. The introducer was rinsed with saline before puncture, and heparin water was injected after puncture for anticoagulation. This was found after it was noted that the puncture needle was not sharp enough to puncture the fossa ovalis and the devices were removed from the patient. The needle and sheath were replaced, and the operation went smoothly. The patient did not experience thrombosis.

Manufacturer narrative:
Additional information: g3, h2, h3. One 8.5f fast-cath introducer sheath was received for evaluation. Visual inspection revealed the sheath distal tip had been split, a dried blood-like substance (bls) was noted at the distal tip and multiple bends and kinks were noted throughout the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot remains unknown.